Event description:
It was reported that the device went into back up mode due MRI where MRI settings were not programmed. Abbott technical support was contacted and the device was restored to normal function. The patient was stable.